Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the receiver not turning on. A receiver boot tests was not performed due to the receiver not turning on. Functional tests were not performed due to the receiver not turning on. An internal visual inspection was performed and passed. The audio speaker resistance was measured and passed. The receiver log was not downloaded for review due to the receiver not turning on. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Receiver charge and boot tests were performed and passed. Manual functional "try it" tests were performed and passed. Functional tests were performed and passed all relevant testing. The receiver log was downloaded and reviewed finding no error related to the complaint due to screen wake-up. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.